Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the reported defect was observed. Additionally, a total of 30 retained samples were evaluated using functional tests for tubing leakage. All samples passed testing, with no holes, cuts, or leakage observed in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, a hole was found in the tubing of one device resulting in sample leakage and recollection of the patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, a hole was found in the tubing of one device resulting in sample leakage and recollection of the patient. No adverse impact was reported regarding the patient or user.